Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported there was an overdischarge. It was noted that the patient was having trouble keeping the implantable neurostimulator (ins) charged and was contemplating removal of the system. The rep later reported that the patient had said he tried charging back in june, but it would not hold the charge as he had stopped using it over 6 months ago. It was noted that the patient had only tried to charge to put the ins into MRI mode. It was noted that the patient had stopped using the ins after his traumatic brain injury (tbi) because it felt like it aggravated his pain worse. It was noted that the patient was going to talk to the doctor about explanting so he could pursue case and monitoring of his tbi without having to worry about charging and maintaining his system since he no longer felt like it helped. Additional information received from the rep on 5-oct-2016 reported that the tbi was not related to the patient's device and overdischarge was not resolved as the patient wanted the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.